Manufacturer narrative:
Event date is approximate, the month and year are valid. Concomitant medical products: product ID: 978b128, lot#: va2dm0f, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable lead. It was reported that the patient had increased pain and drainage at pocket site. An infection was noted. The patient went to the ER twice, the issue worsened after the initial ER visit.  The lead was completely removed and a drain was placed. The issue was resolved at the time of the report. There were no device issues reported, and no further patient complications reported at this time.